Event description:
It was reported that the patient presented to the hospital after receiving a patient notification. Interrogation of the device showed high, out of range, high voltage lead impedance. During induction testing noise was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.